Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The suction container was replaced to resolve the reported issue. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.